Event description:
It was reported that during pre-surgery, it was observed that the motor device had an e2 error. According to the report, the motor device was in use with two attachment devices. It was further reported that the attachment devices were no holding the burr devices. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation it was noted that there was a small cut in the cord. It was determined that this was due to mishandling by allowing the cord to come in contact with a sharp object. If additional information should become available, a supplemental medwatch report will be submitted accordingly.